Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device had a bent base plate. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was may 4, 2017 where it was reported that mesher was jammed and the mesh would not advance and the comb, roller, roller gear and sideplates were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet australia on september 19, 2017 revealed that the pre-testing could not be performed due to a bent comb. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on september 19, 2017 which included replacement of the comb. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported eventwas non-verifiable since during initial inspection there was no mention of a bent base plate. The root cause of the bent base plate cannot be specifically determined with the provided information. The comb was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had a bent base plate. No adverse events have been reported as a result of this malfunction.